Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. The issue is considered to have been found during use. There was no report of patient injury or harm.